Manufacturer narrative:
(B)(4). The device was received for device analysis. Analysis has begun but has not yet been completed. Visual inspection noted the ruptured bladder in a footing position. The bladder was microscopically examined for abnormalities. No markings or abrasions were observed on the interior or exterior surface of the bladder near the rupture line. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 2 for this event. It was reported that the bladder of an intermate burst at the end of infusion while connected to a patient. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The cause of this condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.